Event description:
It was reported that during the use of the device for a non-clinical activity, the direct current (d/c) power indicator light malfunctioned and was flickering off and on. The issue was noted during in-service training at the hospital. The battery was able to provide d/c power to the roller pumps. There was no patient involvement.

Manufacturer narrative:
The complaint was confirmed. The light bulb was found to be defective. The field service representative will be sending a replacement light bulb to the user facility's biomedical engineer. The biomed will make the repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.